Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2013. Exemption number: (B)(4). Covidien is submitting this report on behalf of (B)(4)